Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred prior to patient use. The device was filled with 3400 mg fluorouracil. "Approximately 1ml (20 droplets) of fluid was in the overpouch". The exact location of the leak was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The actual device was received for evaluation. Visual inspection was performed and fluid inside the bag that contained the sample was identified. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 16, 2019 - july 17, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.